Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 2.75mm. This causes the jaws not to close. The grips were not found to be cracked. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The instrument was found to have end of life indicator input disk axis eight completely broken. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The end-of-life indicator input disk c-ring is dislodged and not in its original position. The c-ring is attached to the magnet inside the housing. This causes the end-of-life input disk to break. An extra c-ring is observed atop the c-ring of the roll input. No c-ring is missing from the grip or pitch input disks. The end-of-life c-ring is dislodged and attached to the magnet inside the housing. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had broken jaws and could not close. The procedure was completed with no reported injury.